Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose. However, the exact values were not provided. Reportedly, customer discussed changing personal profile settings with a diabetes management team. Customer declined to provide additional information regarding the event.